Event description:
It was reported that, acetabular shell dislodge due to auto curio wall fracture.

Manufacturer narrative:
An eval of the device cannot be preformed as the device was not return to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.